Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt 1: date: (B)(6) 2010; inr: 3.9, 2.4. Pt 2: date: (B)(6) 2010; inr: 3.9, 4.5, 2.2, 2.7. Pt 1's historical range = 2.0-2.2 inr.

Manufacturer narrative:
Investigation pending.